Manufacturer narrative:
Product analysis: manufacturer's analysis found that the stylus and the cursor did not align on the programmer's display. The overlay flex connector needed to be reseated. The power cord bay was also broken, and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned as a pull back subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.